Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The user reported that there were missing alarms when using the freestyle librelink app. Based on provided information the user had activated a freestyle libre sensor using the app. The user had ordered freestyle libre sensors instead of freestyle libre 2 sensors. Alarms are only available when using a freestyle libre 2 sensor. Pqe did not determine that the app was not functioning as intended. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A caller reported that their customer¿s blood glucose had dropped to below 3.00 mmol/l but sensor¿s low alarm failed to trigger. As a result, the customer experienced a loss of consciousness, however, the customer was treated with glucose gel provided by a third party. The ambulance was called but no further information was provided. There was no report of death or permanent injury associated with this event.